Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300mg/dl range. Due to the occlusion, the customer was unsure as to how much of the original bolus was delivered and requested a correction bolus that was too large therefore caused the customer's bg level to drop to 50mg/dl. The customer consumed juice to correct for the low bg and their bg level returned to target. System check was performed and the pump performed as intended. The customer changed out all of their supplies and successfully resumed insulin delivery.